Event description:
The user facility reported that the side-tube detached from the main housing of two introducer sheaths while making an injection during a diagnostic procedure. The sheaths were replaced and the procedure was successfully completed. Reportedly, there was no impact to the pt.

Manufacturer narrative:
Results - are based on the returned sample eval; is based on quality record and reserve sample eval. The two involved devices were returned and evaluated. Visual examination confirmed that the tubing had detached from the introducer sheath housing, although there was evidence of proper bonding to the housing. Inspection and testing of retention samples confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record confirmed that there were no product related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. While the cause of the reported event cannot be definitively determined based on the available info, the returned sample appearance is consistent with separation due to over-pressurization of the tubing during injection of contrast media. The device labeling does address the potential for such an event under certain circumstances in the warnings/precautions section of the instructions for use which states, "do not use a power injector through the side tube and 3-way stopcock." All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow up.